Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of an evolutfx valve, an infold was observed. The valve was recaptured, and a new valve was used without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of an evolutfx valve, an infold was observed. The valve was recaptured, and a new valve was used without further issues. No patient complications have been reported as a result of this event. Additional information was received to confirm a misload was not noted prior to inserting the device into the patient's vasculature. The infold in the valve frame occurred following the first deployment attempt. Subsequently, the valve was recaptured into the delivery catheter system and withdrawn from the patient. Additional information was received that per the implanting physicians, upon review of the procedure, an infold did not occur.

Event description:
Additional information was received that a pre-balloon dilation was performed. The valve was 80% deployed and an infold was deemed. However images in the cusp overlap view and lao view showed no infold and that the valve was under-expanded. The valve was recaptured and removed. A second valve was deployed. The cusp overlap view showed the valve had some under-expansion. It was reported there was severe cusp calcification which likely contributed to the under-expansion. The physician confirms the first valve did not infold however the valve frame conforming to the anatomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: continuation of d10: section d information references the main component of the system. Another relevant device is: product ID: d-evolutfx-2329; lot #: 0 012263877; ubd: 2026-05-10; UDI#: (B)(4). B5. A second paragraph was added. D4. D10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of an evolutfx valve, an infold was observed. The valve was recaptured, and a new valve was used without further issues. No patient complications have been reported as a result of this event. Additional information was received to confirm a misload was not noted prior to inserting the device into the patient's vasculature. The infold in the valve frame occurred following the first deployment attempt. Subsequently, the valve was recaptured into the delivery catheter system and withdrawn from the patient.